Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis and whether the patient was hospitalized for the event was unknown. On an unreported date, the patient began treatment for the peritonitis with vancomycin (inj) injection (2 grams for 5 days, route not reported), fortum inj (1 gram, once a day, route not reported) and intraperitoneal heparin (1/2 ml per bag). The action taken with dianeal therapy was not reported. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: on an unreported date(s), antibiotic treatment was completed, the patient was recovered from the peritonitis event, fluid was clear and the patient was doing well. Should additional relevant information become available, a supplemental report will be submitted.